Event description:
A report was received that a pt was experiencing discomfort at the pocket site. During a revision procedure, the physician drained blood and fluid from the pocket. The pt was reportedly doing well following the revision procedure, but began to have pocket pain again. The physician explanted the pt's precision system. The pt was reportedly doing well following the explant procedure.